Event description:
Customer did a blood glucose test and received a result of 190mg/dl. Customer dosed insulin. Customer later performed another blood glucose test and received a reading of 189mg/dl. Customer had symptoms of low blood sugar. Customer passed out. An ambulance was called and they received blood glucose reading of 77mg/dl. Customer was given an IV and transported to the hosp. The hosp received a result of 10mg/dl. The customer was admitted to the hosp. No controls were being used. A request was made for the return of the supsect device and replacement product was sent.